Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The report is from the journal article, "fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft" fabio verzini, lydia romano, gianbattista parlani, giacomo isernia,gioele simonte, diletta loschi, massimo lenti, and piergiorgio cao, vascular surgery unit, s. Maria della misericordia hospital, university of perugia, perugiaa; and gruppo villa maria (gvm) research and care, rome accepted on 19jul2016. The objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. On page four in the results section,the article states that 3 patients with type ii endoleaks required conversion to open surgical repair. The patient outcome has been requested, but it has not been provided.

Manufacturer narrative:
(B)(4). A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and trends was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Per the IFU " additional endovascular interventions and conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length(vessel and component overlap) and/or endoleak. Additionally device selection states" appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression." Type ii endoleaks are a known inherent risk associated with implantation of the device. Type ii leaks can naturally occur due to collateral flow from side branches of the aorta. Based on the information provided and the results of the investigation the most likely root cause is related to root cause is related to the procedure and patient anatomy. Per the risk assessment no further action is required. We will continue to monitor for similar complaints.